Manufacturer narrative:
Testing and investigation found s233 (overtemperature-psc) malfunction alarm codes in the device history. This was found to be due to the fan not rotating fast enough to keep the psc ambient temperature from exceeding 70 degrees c. The s233 malfunction alarm code occurs when the temperature in the symbiq psc subsystem is greater than 75 degrees c. The cause of the broken fan was mishandling by the fan supplier. His report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the during preventive maintenance testing at the user facility, the device was overheating. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.